Event description:
It was reported that the system displayed an xray disabled error. This error will prevent the system from performing fluoroscopy. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ups was evaluated and replaced. The system was tested and found to be working as intended and returned to service.